Event description:
It was reported that the device exhibited a motor rate error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no damage. There was a motor rate error in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the malfunctioning main pcb and the battery were the root cause. The main pcb and the battery were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9 - date returned to mfg: 1/3/2024

Manufacturer narrative:
D9: the device was received on 01/03/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Visual and functional tests were performed. The cause of the issue was found to be a malfunction of the main printed circuit board (pcb). There was an issue also found with the battery. The main pcb and battery were replaced to fix the issue.

Event description:
There was no patient involvement.